Manufacturer narrative:
The pump alarmed for button error due to corrosion on keypad trace. The pump was received cracked at corner display window and scratched on lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 400mg/dl. The customer treated the high with manual injection. The customer states the button error alarm occurred right after it was exposed to moisture. The customer states the pump was exposed to moisture at the beach. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.